Event description:
It was reported that during a percutaneous coronary intervention ( pci), a 2.0x20mm maverick2 monorail balloon ruptured. The lesion being treated was 90% stenosed with severe calcification in an average tortuous distal right coronary artery. The balloon was dilated to 8 atms on the first attempt. On the second attempt the balloon was dilated for 30 seconds and ruptured at 12 atmospheres. The balloon was removed intact. A non bsc stent was deployed, and it was not post dilated. The balloon was visible under fluoroscopy. Completed the procedure with a different device. The pt status is listed as good.